Event description:
Reference number (B)(4). Event occurred in the united states. This MDR being submitted for unknown number of quantities. It was reported that the patient faced events where tubing was detached from connector on (B)(6) 2025. The blood glucose level of the patient was high which was treated by correction injection via multiple daily injection. Also, the infusion set was used for thirty-six hours. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.